Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that there were artifacts in the device's ECG readings. The device was in use on a patient, however, no adverse patient impact was reported by the customer.